Event description:
It was reported that intraocular lens was removed intraoperatively due to a torn haptic. The surgeon enlarged the incision to remove the lens and implanted same model backup lens successfully. Sutures were used to close the incision. Additional information has been requested. Please reference MDR#: 1119279-2013-00279 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.